Manufacturer narrative:
The device history record confirms that the device met all material, assembly and performance specifications. Visual inspection was performed on the returned device and it was observed that the main coil was broken near the proximal end, the main coil was excessively stretched, and the suture was damaged. Functional could not be performed based on damage to product. The device was stated to be in good condition and was prepared according to the dfu specifications. The reported issue is covered in the device directions for use. The risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. In the case of this complaint it is most likely that the coil got stuck inside the microcatheter due to some procedural/anatomical factors encountered during use. It is likely that excessive force was used in order to remove the coil from the catheter and the coil stretched and subsequently broke (as well as the suture). Based on the investigation results and available information, an assignable cause of procedural factors will be assigned to this investigation.

Event description:
Review of the investigation of the returned product revealed that the main coil was broken. There were no clinical consequences to the patient.